Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in the deaeration chamber of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.